Event description:
There was an allegation of questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1.98 mmol/l. The repeated result was 2.39 mmol/l. The questionable result was not reported outside the laboratory. The sample was repeated as the initial result did not match the clinical history of the patient.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital dept. For med. Bio. And pharmacology 2.etg heis ost the reagent lot number is 80728901 with an expiration date of 30-sep-2025. It was noted that the customer performed maintenance according to specification. A piece of plastic was found in a nozzle at a rinse station, resulting in lin-alarms. The probe had been spilling over the aspiration position. However, the reagent probe for calcium had not spilled. Precipitation/spillage on a probe was observed and it was replaced. Preventative maintenance was performed. The diaphragm, heat cut filter, and the rinse tube on the rinse station were replaced. An air purge was performed, the incubation bath water was replaced, and a cell blank test was acceptable. The field service representative observed a spillage issue still occurred. He replaced the probe and adjusted the pressure in the washing stations. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.